Manufacturer narrative:
The insulin pump functioned properly during motor rewind. However, the motor was noisy during rewind due to faulty motor. The pump was received with cracked case at bottom right corner near display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a rewind anomaly from the insulin pump. The customer's blood glucose reading was 159 mg/dl. The customer stated that the pump made strange noises during rewind. The customer mentioned that the drive support cap was not damaged. The customer will return the pump for analysis.